Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges leaked from the bottom. Reportedly, the customer filled the cartridge with 300 units and stated that they think the bag inside the cartridge burst. The customer loaded a new cartridge and there was no impact to the customer's blood glucose level.